Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module needs to be replaced to address the issue. The component had evidence of physical damage.